Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit exhibited intermittent power. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, it was confirmed malfunction due to failure of the device. From this, we judge that the device did not meet the performance spec, however, there is a high possibility that it is caused by misuse. When the reported phenomena occurred, the device was used for diagnosis. Always keep the gas cylinder in the upright position. Fasten the cylinder to a wall or another stable structure to prevent it from toppling. If the gas cylinder is placed horizontally or in an inclined position, liquefied co2 may be transmitted into the insufflation channel inside the uhi-4 and normal insufflation may become impossible. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.